Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 25-oct-2025, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿micro usb charge port is loose/rattling¿ and ¿tm90 recharging circuitry is damaged l3¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the communicator was not charging or turning on since today. The patient stated that they used it this morning and the orange light came on, and they were able to do a bolus at that time but now it was not doing anything, and they had had issues for 2 days where the orange light did not come on. The patient confirmed that there was no damage to the charging cord or communicator and denied it being dropped/wet. The patient stated that they had tried 2 different cords which did work to charge the handset. On the call, resetting the communicator, pressing power one time, and plugging the communicator into power did not power on the communicator or charge the communicator. A replacement communicator and an adaptor were requested f rom the repair department because the communicator would not power on or charge and troubleshooting did not resolve the issue.